Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarm. Customer's blood glucose level was 217 mg/dl. Customer reported they were able to clear the alarm, not able to complete rewind. Customer reported that the insulin pump did restart and received off not power. Customer reported they were unable to clear the alarm. Customer reported that the self test was failed. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, low battery, battery out limit, failed battery test alarms or a39, a47 alarms noted during testing.